Event description:
It was reported to tyco/healthcare/kendall in 2002 that allegedly a cannula became detached from a syringe. Needle was removed by family member without difficulty. No pt injuries reported. Syringe/needle discarded.